Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported low bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery compartment is cracked.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report a low blood glucose (bg) excursion the patient had. The patient's mother reported that on the evening of (B)(6) 2012 the patient had a bg of 70mg/dl after dinner. The reporter stated he was given something to eat and prior to bed his bg tested at 215 mg/dl. One hour after the 215 mg/dl reading (at approximately 2am on (B)(6) 2012), the patient's mother reported that the patient's bg dropped to 54 mg/dl and he was not responsive. A family member watching the patient gave him icing in his cheek and contacted emergency services. By the time the paramedics arrived, the patient's bg was back up to 102 mg/dl and the patient was able to drink juice. The patient's mother stated, the patient was not taken to the ER and the paramedics left after the patient was alert and oriented and bg successfully corrected with carbohydrate consumption. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time. There were no associated alarms in history. Tdd (total daily delivery) added up correctly with basal and bolus delivery. The patient's mother confirmed the isf, bg target and basal rates were correct; however, felt the I:c ration was incorrect. The reporter informed customer support that the patient was taken to a doctor's office visit the week prior by his grandmother and changes were made to the patient's basal rated and I:c ratio. While reviewing history menu, the patient's mother felt the amount of insulin given for his dinner the evening prior appeared high. The patient's mother thought the patient's hcp had changed the I:c ration from 1:25 to 1:22; however, at the time of the call, the pump I:c ration was set to 1:15. The reporter felt it was a programming error that occurred at doctor's office and informed customer support she would be contacting office to confirm pump settings. At the time of review, customer support noted no defect in pump was identified. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.